Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and confirmed the allegation. The probable cause was determined to be early sensor expiration. The reported event of an unknown error message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.